Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 37743, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the patient was not using the device after having another back surgery. The patient had not recharged since approximately (B)(6) 2012. It was reported that the manufacturer representative was unable to read the device with their programmer and the patient did not bring their recharger to the appointment. There were coupling issues and telemetry/interrogation issues. It was reported that the patient¿s first overdischarge was suspected and this was caused by patient non-compliance. It was reported that the patient had less than 50% therapy relief at the device pocket. Additional information received reported that the patient decided that they needed to use the device again and was unable to recharge it. It was noted that the patient wanted it replaced with a primary cell battery. The device was replaced and the patient recovered without sequelae.

Manufacturer narrative:
Final analysis of the stimulator revealed the battery was at end of service due to three overdischarges. The stimulator was received with no telemetry. According to the trace report obtained from the stimulator after physician mode recharge recovery the total recharge count was 132. The last recorded recharge session was done while the device was implanted and was on the default date of (B)(6) 2000. The device was recharged for 2 hours and 44 minutes. The battery recharged from 2.165 volts to 2.845 volts. A normal recharge started automatically after the physician mode recharge at body temperature with a 1 cm spacer between the stimulator and recharge antenna. The recharger had full coupling and the stimulation recharge for 3 hours and 27 minutes from 2.845 volts to 3.985 volts.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.